Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient received treatment with cefazolin intraperitoneally (ip) (2 grams per day, duration not reported) and gentamycin ip (80 milligrams per day, duration not reported) for bacterial peritonitis. Fifteen days later, cefazolin and gentamycin therapies were stopped. The patient was discharged eighteen days after the hospitalization. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available.